Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted on: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited over-sensing and also far field r-wave (ffrw) oversensing noted of atrial fibrillation (af) detections. The ra lead remains in use. No patient complications have been reported as a result of this event. No patient complications have been reported as a result of this event.